Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete flap that when tried to lift, it got stuck opposite the hinge. Additional information requested.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were successful without issue. Also the image of the ablation check shows a valid and good test. The reported treatment was finished without issues. According to the quick user manual for flap planning, the user used energy settings which are also within the defined recommended arrangement of pulse energy. No technical problems can be identified by the logfile review. Technical root cause could not be determined as the device is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the surgeon noted a possible vertical gas breakthrough on the patient's left eye. The surgeon stated he attempted to lift the flap but could not. The surgeon sent the patient home and treated the eye with photorefractive keratectomy about a month later. The patient was noted as doing well postoperatively.